Event description:
Hospital reported to a co rep that a pt who had come in for a sleep study experienced a rise in paco2, which the facility alleged resulted from use of the subject exhalation port. Pt had copd and known high baseline co2. Pt was sent to the emergency room, placed on bi-level positive pressure therapy with a disposable exhalation port (different from the subject device) and co2 dropped.